Event description:
This unsolicited device case from (B)(6) was received on 19-jan-2015 from a physician (orthopedist). This case concerns a (B)(6) female patient who received treatment with synvisc injection and experienced arthritis, immobility and whose arthrocentesis was performed for the event (joint effusion). No past drugs, medical history or concurrent condition was reported. Concomitant medications includes loxoprofen sodium (loxonin) and flurbiprofen (adofeed pap) as anti-inflammatory analgesic. On (B)(6) 2014, the patient received treatment with first course of intra-articular synvisc injections at a dose of 2 ml weekly (batch/lot number and expiration date: not reported) into right knee for gonarthrosis, pain relief. On (B)(6) 2014, the first course of synvisc was ended. On (B)(6) 2015, the second course of synvisc treatment was started, and she received synvisc at 2 ml into the right knee in the morning (batch/lot number and expiration date: not reported). On the same day, in the evening, she had swelling (a symptom of the event "arthritis") although the patient did not exercise hard. On (B)(6) 2015, the patient experienced immobility. On (B)(6) 2015, the patient visited the reporting hospital as an outpatient and hot feeling and swelling (symptoms of the event "arthritis") were confirmed on the visit, and were considered as adverse reactions. Blood test was performed. On the same day, arthrocentesis was performed for the event (turbid fluid with floater, 35 ml). No antibiotics or steroids were given. Synvisc was discontinued. On (B)(6) 2015, she visited the reporting hospital as an outpatient. The results of the blood test confirmed that crp was low and she had no infection. As of an unspecified date, she had not recovered from the event. Action taken: stopped temporarily. Corrective treatment: not reported. Outcome: not recovered/ not resolved for arthritis and unknown for "arthrocentesis was performed for the event". A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for arthritis. Arthritis (arthritis). Reporting orthopedist's causality assessment: highly probable. Company causality assessment: possible.